Event description:
During coronary artery bypass graft surgery, five seals did not deploy. From the five seals were used, only four demonstrated the same failure mode. Failure analysis confirmed one seal as deployed. No further information was provided by the hospital. The hospital did not report any medical or surgical intervention to complete the procedure. No patient complications were reported.